Event description:
On (B)(6) 2011, company rep reported the pt was admitted to the hospital in dka and does not feel the infusion device was working correctly. Company rep was unable to provide any details. On f/u call, pt reported she thinks the infusion device had an occlusion but the device did not let her know. Pt stated the doctor diagnosed her with dka. Pt reported her blood glucose level was over 500 mg/dl. Pt's normal blood glucose range is 94-200 mg/dl. Pt stated she was in the ICU and rec'd an insulin drip IV for 2 days. Pt reported she was released on (B)(6) 2011. Pt stated she did not receive any error messages. Pt reported there was blood on the infusion set adhesive pad but not inside of the infusion set tubing. Pt stated the infusion set left a bruise and is the one that was causing the elevated readings. Pt reported the infusion set did not get bumped or hit. Pt stated the infusion set cannula was not bent. Pt reported she changed to a new infusion set before going to the hospital and her blood glucose dropped from 500 mg/dl to the 300's mg/dl. Advised pt to program a bolus into the air. Pt stated she has done that and the infusion device is delivering insulin correctly. Pt is using an expired infusion set. Pt discarded the alleged infusion set that had drops of blood on it. The infusion device was requested to be returned for evaluation.